Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump.

Manufacturer narrative:
Investigation was reviewed and the investigation codes were updated to reflect the investigation outcome more clearly.